Event description:
Formal litigation papers received which allege that on (B)(6) 2009, patient underwent a bone scan which confirmed the left prosthesis was showing signs of loosening. It is also alleged that since that time, the patient has suffered from severe pain and difficulty walking, and requires ongoing medical care.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Product complaint # (B)(4).

Event description:
In addition to what was previously alleged, ppf alleges elevated metal ions.